Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site and subsequently was treated with oral and topical antibiotics on (B)(6) 2023 for a duration of 10 days. This report is submitted on may 30, 2023.

Manufacturer narrative:
This report is submitted on may 09,2023.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.